Event description:
It was reported that the column on the 9800 system will not lower. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.